Event description:
It was reported that a spectrum iq infusion pump over-infused during delivery. It was stated they didn't know how the rate was changed from 5mg/hr vtbi 100 ml to 100 ml/hr on 2/7/2024 @ 20:51. Looks like the pump was programmed for 5mg/hr and somehow it was changed and delivered the drug within an hour instead of 20 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) # additional information: d10, h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed however the event history log was received for review. The event history log showed the pump ran as programmed. On the reported event date provided the user programmed an infusion of diltiazem with a concentration of 5 mg / 100 ml. A soft limit exceeded message was observed and the user accepted the prompt. The user input a bag volume of 100 ml and a dose of 5 mg/hr. Given the programmed concentration of 5 mg/100 ml, the pump would run at a rate of 100 ml/hr to deliver the programmed dose which matches what was described. Per the spectrum iq operator's manual, a warning listed on page 2-7 states: "confirm safe operation. Do not operate the spectrum iq infusion system until following conditions are met: drip rate approximates the pump flow rate when the pump is running. Patient, route, and drug are correct before starting infusion. Pump settings, including drug/concentration, dose mode, dose rate, and time are correct. " additionally, instructions for programming the pump can be found in section 8, beginning on page 8-1. Should additional relevant information become available, a supplemental report will be submitted.